Event description:
It was reported that the right ventricular lead exhibited a fracture. The lead was capped and replaced with a left bundle pacing lead. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".